Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced sustained hyperglycemia with a blood glucose of 282 on an ilet system for over four hours, without meal-related causes or dosing stoppage alerts, and a site check showed no kinking; the user was guided through a set and supply change and insulin delivery was resumed. Symptoms included no reported physical complaints. Outcomes included no hospitalization and resolution steps through troubleshooting and education. Investigation included guided troubleshooting of the infusion set and replacement of supplies. Investigation of this case revealed no device alarms, no infusion set occlusion on inspection, and successful resumption of therapy after set change, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.